Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant of device and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol marlex, reference number 0112660, lot number huvk1702 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant of device and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of bard flat mesh, patient was diagnosed with impaired healing thereby underwent removal of mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol marlex, reference number 0112660, lot number huvk1702 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to remove mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿excess fatty tissue was noted. After isolation of the fascial defect, the edges were freed. A large prolene mesh was placed to the abdominal wall and tacked.¿ on (B)(6) 2013 - patient was diagnosed with chronic abdominal wound thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿a large piece of marlex mesh across the abdomen below the umbilicus was encountered. The mesh was completely dissected off the abdominal wall, extended from across the entire lower abdominal wall and down to the symphysis pubis. Once the mesh was removed, another small hernia was identified in the suprapubic location then the fascia was defined and closed using sutures.¿ attorney alleges that the patient had adhesions, abscess, pain, fistulae, infection, mesh migration, nerve damage, other organ perforation, removal of mesh and emotional injuries.